Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer loaded a new cartridge and continued insulin therapy. Customer's blood glucose was 250-300 mg/dl.